Manufacturer narrative:
The device was subjected to connector dimensional testing and a lead extraction test with a vs-1 lead. Extraction did not occur with a force of 13 newtons. Is-1 leads are known to require less force to remove (6.5-9.5 newtons). The device operates properly.

Event description:
When the other co's lead was connected to the pacer, the lead pulled out of the header with the sidelock closed. A second 292-09x was used without problems. The device will be returned for analysis.